Manufacturer narrative:
Complaint confirmed, the cutter tip broke off from the device. Complainant's event most likely caused by user mechanical damage to device such as hitting the device with another device or anatomy (bone or ligament).

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a right knee acl revision procedure, the surgeon used a 2.4 pin with the acl guide. The surgeon then inserted the ar-1204as-100, flipcutter ii into the same hole and flipped the cutting portion to the locked 90 degree position. After starting the flipcutter on full speed, the surgeon pulled back on the drill to ream the femoral socket. Upon contact with the bone, the cutting portion of the flipcutter broke off into the joint space. The surgeon was able to fully retrieve the broken piece from the joint and a second flipcutter was opened. The case was completed without further issue. The rep stated this was a revision acl procedure and there was a btb plug in the femoral socket that the surgeon was reaming through. Additional information received on 08/12/2019: the rep reported an unplanned incision was made during the procedure. The surgeon made an accessory portal to retrieve the broken tip of the flipcutter. The revision procedure was due to a graft failure during the first acl procedure. The rep confirmed no arthrex parts were explanted during the revision procedure. The second ar-1204as-100 that was used to complete the procedure was from lot: 915194200.